Event description:
The customer states that over the past four months, one patient has consistently generated architect ca 125 assay results of greater than 300 u/ml. This patient has a family history of various tumors as well as ovarian cancer. The patient had her ovaries removed sometime between august 14 and september 19 2007. Diagnostic imaging was negative. The customer was recently informed that a sample from this patient was tested at another facility by a different methodology and generated a very different result (not documented). The customer retested one of the saved samples on this patient and generated results of 378 and 364 u/ml. The customer then made serial dilutions of the sample and generated results of 17, 10 and 6 u/ml. The customer states that this is the effect of a heterophilic antibody. The customer states that this patient's architect ca 125 assay results were still elevated after surgery. The cta reminded the customer of the intended use and claims within the assay's package insert. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.